Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. The new lead was placed in another vessel avoiding the area where the diaphragmatic stimulation was. The physician did not allege the event to the lead.

Manufacturer narrative:
Na